Manufacturer narrative:
The customer reported event of autopulse platform system (sn (B)(4)) displayed ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional test and per archive data. The most probable root cause is due to damage load cells due to wear and tear. During visual inspection, a bent battery lock was found, this is unrelated to the customer reported event. Functional test could not be performed due to autopulse platform displayed ' ua07 (discrepancy between load 1 and load 2 too large) error message upon powering up the device. Both load cells were replaced to correct this issue. The autopulse platform system is a reusable device and it was manufactured on 12/03/2007 which is more than 11 years old and it has exceed its service life of 5 years. Therefore, this type of damage found during functional test is characteristic of normal wear and tear for the life of the device. Per review of the archive data, there were multiples faults of ua07 error messages found on 7/02/2019, thus confirming the reported complaint. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
It was reported that during shift check the autopulse platform system displayed ua07 (discrepancy between load 1 and load 2 too large) error message. No patient involved.